Manufacturer narrative:
No dark circle anomalies or display anomalies noted during testing. Device received with no button response on the esc and act buttons due to severe corrosion on keypad traces. Unable to verify beeping/vibration anomalies due to unresponsive keypad. Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, occlusion test and excessive no delivery test and current measurement tests due to unresponsive keypad. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, corrosion in battery tube, corrosion on motor home switch, moisture damage on fsr and moisture damage on all electronic assemblies.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got into the swimming pool with her insulin pump. The insulin pump has a dark circle on the screen and is vibrating and beeping with a constant tone but there is no alarm. The customer is unable to clear anything. The customer is treating with manual injections. The customer's blood glucose level was not reported. The insulin pump is returning.